Event description:
The ventilatoor was being prepared for pt use and the mean airway pressure (map) could not be established within specification. The cap/diaphragm on the control valve had malfunctioned. The pt was not compromised at all.